Event description:
It was reported that a patient in the intensive care unit was nebulized with ipratropium bromide (atrovent) every 4-6 hours and that terbutaline sulphate was being nebulised continuously with a pall breathing device in situ. The device was in use over 24 hours. No patient sequelae were reported.